Manufacturer narrative:
(B)(4).

Event description:
It was reported that an instance of non-capture was noted on surface EKG. It appeared the device lost capture in the ventricle for one cycle. There were no other electrical anomalies. The patient was experiencing ectopy at this time and had several vt episodes shortly thereafter. Programming changes were made and the patient was not reported to be symptomatic.